Event description:
It was reported by service report that the brakes would not release at the head end of the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: ratchet arm.